Event description:
It was reported during knee arthroplasty that while the impactor head was being disassembled from the handle, the plastic impactor pad fractured in two. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned impactor pad confirmed the device was fractured. The device history records were reviewed and no discrepancies were identified. The root cause of the reported event was attributed to wear and tear from use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.